Manufacturer narrative:
Analysis summary: the software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that patient ¿planification¿ could be transferred only randomly. ¿patient images are always transferred anyway.¿ there was no patient present.